Event description:
The complainant reported that a (B)(6) female pt with down's syndrome was admitted to the hospital on (B)(6) 2013, with respiratory failure requiring intubation. An echo was performed which indicated that the pt had severe mitral regurgitation. An impella lp2.5 was implanted in the pt on (B)(6) 2013, as a bridge to surgery (mitral valve repair/replacement). Two hours post impella placement, the pt's fio2 requirements were down to 60% and the pt was maintaining spo2 of 94%. However, her urinary color had gone from clear yellow to gross bleeding. The device position confirmed. The catheter was pulled back 2 cm, but there was no change in the pt's urine after 30 minutes. After an additional 30 minutes post impella placement, the pt's urine remained bloody, although the device was in good position. The device speed was decreased to p-4, flows to 1.7. The pt remained on support as of (B)(6) 2013, despite continued hemolysis. The device improved the pt's oxygenation significantly, but the pt was now anuric with worsening azotemia and acute renal failure. The pt's bun and cr levels began climbing. The pt was treated with ivf and multiple blood transfusions. Daily dialysis was begun. On (B)(6) 2013, the pt was taken to the operating room for mitral valve repair/replacement. Following surgery, the device was removed from the pt. The pt was still intubated.

Manufacturer narrative:
As of the last report, the pt remained in critical care, intubated, trached and requiring continued dialysis. (B)(4).